Event description:
It was reported that the patient experienced a cartridge error. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting and is currently using an outdated pump to replace the malfunctioning one.